Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a blank display. His blood glucose level was 209 mg/dl. A replacement battery cap did not solve the issue. The insulin pump was getting hot. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. The insulin pump was monitored and no blank display or pump overheating anomalies were noted. No damage on the connector lcd isolation tape was noted. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratched lcd window.